Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting increased impedance measurements indicating a possible fracture. Therefore, a revision procedure was performed and the lead was removed from service.

Manufacturer narrative:
--

Event description:
Four months later, the patient reported that the lead could have been damaged from a fall that resulted in a syncopal episode.